Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 2/12/2010 that a customer had an issue with a hemodialysis catheter. The customer reports, the catheter had a hole in the silicone extensions, of unk origin. The catheter needed to be pulled and replaced.